Event description:
It was reported to the manufacturer that the error message "there is an error establishing communication with the device" was received on the handheld while interrogating the patient's device. Another handheld and wand were used to interrogate the patient's device but received the same error message. Troubleshooting was performed and the user was advised to unplug the handheld from the wall when interrogating. Good faith attempts to obtain additional info regarding the event were unsuccessful to date.